Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection did not find any defects. The returned product was visually intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a procedure a micropace stimulaion bx was selected for use. It was reported that the device was not responsive. The device was rebooted, however, the unable to connect error persisted. The procedure was not completed. No patient complications were reported.

Event description:
During a procedure a micropace stimlab cardiac stimulator sgu was selected for use. It was reported that the device was not responsive. The device was rebooted, however, the unable to connect error persisted. The procedure was not completed. No patient complications were reported.